Event description:
As reported on (B)(6) 2015 via email from the international distributor, "two needles were broken and left in the lung of patient". Additional information from the international distributor, "event may have been related to the cancer itself and device quality, cancer was firm and device developed difficulty, device was not repositioned or twisted, difficult to remove times, so times left in patient, may not have big effect on cancer patient, patient has survived". No other harm or serious injury reported for this patient for this event.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint #(B)(4).